Manufacturer narrative:
Correction to the initial MDR on field.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the reason for ipg explant procedure was the patient did not want to use the device anymore. The patient underwent an ipg explant procedure. There was no course of action with the remaining lead. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason. No device malfunction was suspected.